Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with a central epithelial defect/erosion one day following bandage contact removal one week following photo refractive keratectomy. The patient reported a very painful scratchy eye with a decrease in vision. This occurred again at two and four weeks postoperatively. The doctor did a micro puncture procedure and the patient began an anti-infective steroid suspension. Additional information received; the site does not feel the symptoms are related to the use of the system.